Event description:
It was reported that the ventilator shut down with an audible alarm while connected to the patient. The patient's vital signs remained stable and unchanged. No reported harm to the patient.